Event description:
The manufacturer received information alleging a ventilator was alarming for aev check pilot line. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The pilot line was cleaned to address the issue.